Manufacturer narrative:
Qn# (B)(4). The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the first three staples appeared misaligned. There were no clear signs of biological material on the device. The trigger was returned partially engaged. The stapler was received with 25 staples remaining in the cover block indicating that at least 10 staples were fired by the end user. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple misfired. The next staple fired properly. In order to simulate skin insertion, the stapler was fired into a simulated skin pad. Upon the eleventh attempt at firing the stapler into the skin pad, an unformed staple and a fully formed staple fired simultaneously. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The source of the staple misalignment could not be conclusively determined. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The returned stapler revealed that the first three staples were misaligned. Upon functional inspection, the staples were not able to consistently fire properly. The sample was disassembled. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The source of the staple misalignment could not be conclus ively determined.

Event description:
It was reported that " doctors using stapler on patients then it got jam, cannot work anymore". Additional information states that to complete the procedure, another stapler was used. No patient injury or consequence reported. The patient's current condition is reported as "fine".